Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 17 mg/dl. The customer was admitted to the hospital. The customer stated the perceived cause of the low blood glucose was child birth, over tired from child birth. The customer stated that she has not any issues since these incidents and that the device is working.